Manufacturer narrative:
This report is for one (1) unknown locking screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Explanted date: device remained implanted to the date; as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient experienced discomfort due to a tibial nail prominence in the knee and delayed union. An exchange nail will be done on (B)(6) 2018. This report is for one (1) unknown locking screw. This is report 3 of 3 for complaint (B)(4).